Event description:
It was reported that the patient notifier activated for low pli. Less than 200 ohms were observed when the patient held his arms above his head. However, this measurement was not repeatable. The lead remains implanted and will be monitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
In 2009, the sense/pace portion of the lead was capped due to noise.